Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle after a cerebral aneurysm coil embolization with a 6f sheath. Reportedly, the plunger was pulled out and no suture was verified. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual analysis was performed on the returned device. The reported cuff miss and foot separation were confirmed. Lot history record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that the reported needle to cuff miss, foot separation and unexpected medical intervention appear to be related to operational context. It is likely that a needle deflection during plunger/needle deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract resulted in the suture retrieval issue. The deflected needle likely struck the foot plate separating the foot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle after a cerebral aneurysm coil embolization with a 6f sheath. Reportedly, the plunger was pulled out and no suture was verified. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: reportedly, when the device was removed a foot separation was observed. The separated foot was removed from the patient. No additional information was provided.